Event description:
In 2008, the lay user/pt contacted lifescan alleging there was a delayed response when pressing the ok button on the one touch ultra link meter. The pt did not suffer any symptoms and did not take any action regarding treatment due to the issue. The pt denied seeking medical attention. The issue was not resolved through troubleshooting. There was no misuse of the product based on the info provided. The issue was not intermittent and the product was not new (cut of box). This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not suffer any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.